Event description:
During service, vent was in servo mode warming up for final test, plugged into external power charge, green when unit shut down with an audible alarm. Manufacturer was unable to duplicate the problem.